Event description:
The customer reported that oil mist was filling the lab. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Other, oil mist, unlabeled. Capital equipment, the fse went to the facility. The fse replaced the oil filter. He performed a system verification and check for mist, and the unit met specifications. He also ran an empty chamber cycle successfully.